Manufacturer narrative:
On march 16, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection of the device. Visual analysis of the returned device determined that the lot number and the volume are not printed on the tissue expander. Based on the information currently available, a notification was sent to mentor's manufacturing team. A manufacturing record evaluation (mre) was reperformed, and an associated nonconformance was found. The nonconformance will be handled through mentor¿s quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction surgery with implantation of a 375cc mentor artoura plus, smooth, high profile breast tissue expander. On (B)(6) 2025, the expander was removed and it was noted that the left device was missing the lot number engravings. It was determined that the device had been missing the engravings at the time of implantation. There were no adverse events or patient harms/consequences due to the missing engravings.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).